Event description:
Patient reported that while wearing the v-go device, the needle button accidently released prior to the completion of the 24-hour period. The patient stated that this has happened to her with two different v-go devices. The patient confirmed she did not accidently rub against the needle release button. Patient was unable to provide the dates that the events occurred.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint that the needle button released early can't be confirmed. The needle button was locked out in the released position with the needle release button used.